Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of normal saline, at an unspecified rate. It was reported that during priming prior to patient use, as the nurse spiked the solution container, an unspecified volume of solution leaked from a crack in the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. The customer contact reported that the semi-rigid adapter was handing on the clave secondary port. No specific details were provided. The tubing set was replaced and the therapy was initiated. No add'l info was provided.

Manufacturer narrative:
One used device was rec'd and evaluated. Testing found the clave secondary port broken off from the semi-rigid adapter of the secondary port of the cassette. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.